Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated no action/intervention was performed in regards to the rv lead high impedance and high thresholds. The rv lead remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited confirmed fracture. Diagnostic testing/troubleshooting was performed. The ra lead was partially explanted, remains in the patient out of service, and a new lead was implanted. It was also reported a right ventricular (rv) lead warning triggered with noted high impedance, and high thresholds. The rv lead was replaced, and remains in the patient out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.